Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: impaired healing on left breast. The fluid has not been tested or removed per patient. Although, the most common clinical presentation of breast implant alcl is effusion around the breast implant, bia-alcl is a distinct clinicopathological entity. At the present time, there is not sufficient evidence to support a diagnosis of bia-alcl such as operative notes, pathology result of fibrous capsule, cytological evaluation and oncologist report. Therefore, mentor will not consider this event as bia-alcl. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient of unknown age who underwent breast reconstruction with mentor gel implants post diagnosis of left breast cancer, mastectomy and expansion with unknown brand tissue expanders on unknown date experienced impaired healing requiring multiple surgical interventions on the left side. The patient reported she had 4 procedures for skin grafts over the implant to keep them in place due to extensive cancer and thin skin from mastectomy. The patient did also have allergan implants for unknown time that were explanted on (B)(6) 2012 due to being rotated and replaced with mentor devices on (B)(6) 2012. The patient reported night sweats, lethargy, skin issues and sickness to the point of disability. She had a lump removed from her mastectomy scar in 2013 and indicated use and or removal of alloderm tissue. She had a lump removed on unknown date from her right breast that was not tested for alcl to patient's knowledge. No malignancy was reported by patient for this lump. The patient reported that an MRI shows fluid around her implant (side not indicated) and was told to monitor the fluid around her implant. The sequence of events outlined in mw5087279 is difficult to interpret, and it is not entirely clear if any of the reported devices were actually manufactured by mentor. The patient listed mentor as the manufacturer of 6 of the 10 reported devices, but also specifies biocell texturing, which is a feature of a competitor¿s devices. Multiple attempts have been made to follow up with the patient for clarification, but no additional information has been made available. In the absence of clarifying information, we have decided to report all of the patient¿s listed ailments in a single complaint file with two qualifying reportable devices (manufacturer report number: 1645337-2019-16255 and 1645337-2019-16256). If additional information is received in the future, this complaint file will be updated, and additional complaint files will be created if applicable. This report is being submitted as an MDR in an abundance of caution.